Event description:
It was reported a novasure endometrial ablation on (B)(6) 2013 was uneventful. Sometime post procedure, the patient had a "fever of 103 degrees fahrenheit and abdominal pain." The patient was instructed to go to the emergency room. The physician performed a dilatation and curettage. The patient had a palpable mass and abscess. The patient was admitted into the hospital on (B)(6) 2013. The physician drained fluid and noted purulent fluid. Cultures revealed group b streptococcus. The patient received antibiotics and was discharged home on (B)(6) 2013.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device and radio frequency controller are not being returned, therefore, a failure analysis of the complaint products cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).